Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
It was reported to philips that the device had led alarm failure. The device was not in use at the time of the event. There was no patient impact as a result of this event. The device was sent to the philips bench repair for evaluation and repair the reported issue was confirmed. The philips service technician replaced the front bezel to resolve the reported issue, completed the preventative maintenance and confirmed the device returned to full functionality.